Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed circulation pump. During evaluation, error 2 was observed on the device. The circulation pump was replaced. Level sensor had issues. Device failed calibration. Level sensor was replaced. Manifold assembly was replaced. Calibration test performed and failed. Device went to depot for further evaluation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the as per the sample evaluation results received via mail on 05dec2024, level sensor damaged and as per paperwork error 2 (low pressure), pump could not maintain pressure. Air leak was reported but not found.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the as per the sample evaluation results received via mail on 05dec2024, level sensor damaged and as per paperwork error 2 (low pressure), pump could not maintain pressure. Air leak was reported but not found.